Event description:
A customer reported a malfunction with their insulin pump, specifically that the screen became dark and unresponsive. There was no adverse impact to the customer's blood glucose level. Technical support advised the customer to connect the pump to a power source, which successfully turned the screen back on. However, since the malfunction code displayed was non-resettable, technical support arranged for the pump to be replaced. The customer was instructed to use an alternate method, multiple daily injections (mdi), to ensure uninterrupted insulin delivery while awaiting the replacement pump. The replacement pump would have updated software, and the customer agreed to return the faulty pump using provided instructions and shipping materials. They were also instructed on programming settings and connecting their continuous glucose monitor (cgm) to the new pump.